Event description:
It was reported that during a lead implant surgery, the healthcare professional (hcp) opened a lead package and the guide wire was exposed and ¿sticking out¿ from the inner box. A new lead package was used.

Event description:
It was additionally reported that the tunneling tool came out from between the plastic tray and tyvek sheet. This was a packaging problem.

Manufacturer narrative:
Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Product ID: neu_stylet_acc, lot# unknown, product type: accessory. Product ID: neu_tlock_anchor, lot# unknown, product type: accessory. (B)(4). Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the lead found the lead packaging had an improper seal between the tyvek lid and tray. An improper seal was observed between the tyvek lid and tray allowing the components inside to move.